Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high thresholds and a loss of capture. Surgical intervention was performed to explant the device and cap the rv lead. Additional information indicates that there was no asystole. The rv lead was firmly implanted with no suspicion of dislodgement. The lead was securely connected to the device and there was no sign of a fracture. There were no adverse patient effects.